Event description:
Additional information was received that the alarm persisted, and the power module backup battery needed to be exchanged. After the backup battery exchanged, the power module continued to be used in the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Section h4 - device manufacture date - corrected. Manufacturer's investigation conclusion: the reported event of the internal battery not working and a red battery and yellow wrench alarm was unable to be confirmed. The heartmate power module (serial number (B)(6)) was not returned for analysis and remains in use. Information provided by the account stated that the power module was in a storage and not connected to alternating current (ac) power. The serial number of the 12 volt backup battery was (B)(6), the alarm resolved after the battery was exchanged, and no product was returning. Device history records were reviewed, the backup battery was manufactured on 20dec2022 and was top charged/maintained and shipped in accordance with procedure while within abbott control. The root cause for the reported event was unable to be conclusively determined through this analysis. Of note, the heartmate 3 instructions for use instructs the user to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including all power module alarm conditions. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Once every three years the power module internal battery will be replaced with a new internal battery. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module internal battery was no longer working. The power module was connected to an alternative current (ac) power, but the alarm did not resolve. An audio tone with red battery and yellow wrench light emitting diode (led) was visible. It was noted that the power module was in a storage not connected to an ac power.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.